Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. The patient was administered with a paracervical block for the procedure. No anesthesia was used. During the procedure, with approximately two minutes left in the ablation, the patient started to complaint about cramping pain. The physician continued with the procedure. During the cooldown phase fluid was noticed leaking from the patient's cervix. The physician classified the burn as superficial and noted the size of the burn to be about the size of a dime. The burn was treated with silvadene cream. The patient was reported to be "fine" during a follow up on (B)(6) 2012. An additional attempt has been made to obtain follow up event details with no response from the clinician.